Event description:
The customer reported that upon boot up, the system displayed a filament failure error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament regulator and generator interface boards were replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.